Manufacturer narrative:
B5:event description - updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the case was completed with cryo.

Manufacturer narrative:
Product event summary: data files with seven photos were returned and analyzed. The first and second images showed blood coming out from the balloon catheter tip. The third and fourth images showed the balloon inside the body under fluoroscopy; the fifth image showed blood inside balloon catheter coaxial connector; the sixth image showed system notice 50005 indicating "the safety system detected fluid in the catheter and stopped the injection" displayed on console screen, and the seventh image showed blood inside coaxial umbilical cable connector. In conclusion, the reported visible blood and 50005 system notice were confirmed through data analysis. The physical product, afapro28 with lot 37636, was requested and has not been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after five attempts at therapy, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter and coaxial umbilical cable removed and replaced. It was then noted that there as blood visible in the injection system. The case outcome is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section e: due to local privacy laws the name of the physician could not be provided. Continuation of d10: product ID: 203cx product type: coaxial umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.